Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis on the partial lead, received in two portions, found an inside-out insulation abrasion between 25.8 cm to 28.9 cm from the helix tip with the rv cables exposed. Inside-out insulation abrasion was also found between 4.6 cm to 6.5 cm with the rv cables exposed, and between 5.5 cm to 6.2 cm with the ring electrode cable coating compromised from the distal tip. Inner insulation was also abraded and exposed the distal coil. These abrasions found underneath the rv shock coil could cause the reported noise anomaly.

Event description:
It was reported that during a routine follow-up it was found that the patient had some vf-episodes recorded due to noise on the ventricular channel. The lead was explanted and replaced.